Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that negative reactivity appeared negative as reported by the instrument. The immucor product investigation lab confirmed the presence of the fya antigen on retention product. Antibody screening and identification assays were performed on the customers submitted sample. Sample, (B)(4), cell 1 resulted equivocal (fuzzy button but looks negative), cell 2 positive and cells 3 and 4 were negative. Sample was repeated using the same lot of reagents, cell 1 resulted equivocal (fuzzy button but looks negative), cells 2 and 3 were positive and cell 4 were negative. Performed an antibody ID on customer's sample, (B)(4), on the echo using retention captue-r ready-ID extend I, lot dp061 and capture-r ready indicator red cell, lot 221970. Controls performed as expected, cell 8 resulted equivocal (fuzzy button but, looks negative), and all other cells resulted negative. Sample was repeated using the same lot of reagents. Controls performed as expected. Sample, (B)(4), resulted negative on all cells. Issue appears to be unique to this sample.

Event description:
A customer reported obtaining unexpected negative reactivity with the antibody screening and identification assays on the galileo with a sample containing anti-fya.